Manufacturer narrative:
On 10-jun-2024, additional information was received confirming char only appeared once during this procedure. On 17-jun-2024, more information was received indicating char was also found on the spine of the octaray mapping catheter. Char on the octaray was found when char was also found on the qdot micro¿ catheter. The physician decided to wipe off the char and use it again, and the procedure was completed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a qdot micro¿ catheter which had char and a thrombus/clot and then the patient experienced transient ischemic attack (tia) that required prolonged hospitalization. First it was reported that after inserting the octaray mapping catheter into the patient's body, noise occurred in 1-2 of d, f, g. In the intracardiac only of both the carto 3 system and the lab. The catheter was in the patient¿s body at the time of the noise. Reconnected and replaced the cable but the issue did not resolve. The issue was resolved by replacing the catheter to another new one. The customer's reported noise issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. It was also reported that the qdot micro catheter was found to have char. After superior vena cava (svc) ablation (about 2 hours after start of use), when the sheath was changed for left atrium (la) again, the char was found on the qdot micro¿ catheter¿s tip. During the ablation, there were no change in temperature, impedance, etc., so there was nothing to notice beforehand. After char was confirmed, the char was wiped off, and the procedure was continued again and then the procedure was completed. It was later reported the patient was hospitalized for repeated tia, so "gvp" was reported. It was also described that ¿the thrombus adhered more firmly than usual and were harder to remove. At the time of the procedure, it was not recognized as risky." The ablation was conducted at 90w on about 60% of the pulmonary vein isolation (pvi). It was found after svc, it was impossible to determine if the site of the occurrence was during the pvi before it. Activated clotting time (act) values were kept over 300. However, the physician commented that there was one time when the act was 280. The temperature displayed by ngen or bull's eye before or without ablating was 35-37. (The temperature was sometimes 34). There were no error messages or product problem. No issues related to flow on the catheter. Heparinized normal saline was used.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation with a qdot micro¿ catheter which had char and a thrombus/clot and then the patient experienced transient ischemic attack (tia) that required prolonged hospitalization. First it was reported that after inserting the octaray mapping catheter into the patient's body, noise occurred in 1-2 of d, f, g. In the intracardiac only of both the carto 3 system and the lab. The catheter was in the patient¿s body at the time of the noise. Reconnected and replaced the cable but the issue did not resolve. The issue was resolved by replacing the catheter to another new one. The customer's reported noise issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. It was also reported that the qdot micro catheter was found to have char. After superior vena cava (svc) ablation (about 2 hours after start of use), when the sheath was changed for left atrium (la) again, the char was found on the qdot micro¿ catheter¿s tip. During the ablation, there were no change in temperature, impedance, etc., so there was nothing to notice beforehand. After char was confirmed, the char was wiped off, and the procedure was continued again and then the procedure was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and functionality test of the returned device were performed following johnson & johnson medtech's procedures. Visual analysis revealed no damage or anomalies on the device. A force test was performed and the device was recognized and visualized correctly; however error 106 displayed on screen due to an open circuit at the tip area. No char or thrombus was found on the device. No obstructed holes or irrigation issues were observed. A manufacturing record evaluation was performed for the finished device lot number and no internal action was found during the review. The adverse event, char and thrombus reported could not be confirmed during the analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The instructions for use (IFU) contain the following information: purge the catheter and irrigation tubing with heparinized normal saline prior to insertion of the catheter inside the patient body. Careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The force sensor error observed during the analysis is unrelated to the issue reported by the customer. The potential cause for the open circuit could not be determined. A user error was identified due to customer reported char being wiped off after it was found and that the procedure was continued again. The instructions for use contain the following recommendations: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: usage problem identified (c23) / investigation conclusions: cause traced to user (d11) / component code: label (g04080) were selected as related to the customer¿s user error. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the error 106 identified by bwi pal. Investigation findings: no device problem found (c19) / investigation conclusions: cause not established (d15) were selected as related to the customer's reported issue of thrombus, char and adverse event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation with a qdot micro¿ catheter which had char and a thrombus/clot and then the patient experienced transient ischemic attack (tia) that required prolonged hospitalization. First it was reported that after inserting the octaray mapping catheter into the patient's body, noise occurred in 1-2 of d, f, g. In the intracardiac only of both the carto 3 system and the lab. The catheter was in the patient¿s body at the time of the noise. Reconnected and replaced the cable but the issue did not resolve. The issue was resolved by replacing the catheter to another new one. It was also reported that the qdot micro catheter was found to have char. After superior vena cava (svc) ablation (about 2 hours after start of use), when the sheath was changed for left atrium (la) again, the char was found on the qdot micro¿ catheter¿s tip. During the ablation, there were no change in temperature, impedance, etc., so there was nothing to notice beforehand. After char was confirmed, the char was wiped off, and the procedure was continued again and then the procedure was completed. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31263131l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).